Event description:
Patient admitted into the hospital (B)(6) 2024. Primary vad controller not connecting to ipad or monitor making it impossible to interrogate vad. Attempted to troubleshoot without successful connection. Controller exchanged with successful connection to console. Examination of controller revealed a bent pin on the white power connector cable.